Event description:
It was reported that the implantable neurostimulator (ins) was implanted into the patient 27 days after its use before date (ubd). There were not reported issues associated with this event but if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot #v855089, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial #(B)(4).